Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial#: unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 309201, serial# :unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency; the trial began on; the trial began on (B)(6) 2021. It was reported that the patient said at 4am on (B)(6) 2021 the "white cord came unplugged" and said her husband plugged it back in. No further complications were reported. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was undetermined. The hospital plugged the wires in. A replacement lead placed and new generator.